Event description:
It was reported that when the patient presented to the hospital for a generator change, the physician elected to perform a command shock on the existing battery to discern if lead integrity was stable. A shock in a dual coil and a single coil configuration was attempted, but neither shock could be delivered due to excessive high-voltage drain. High impedance was noted. The physician elected to cap the right ventricular lead and put in a new ICD lead.

Event description:
New information received indicated that externalized conductors were observed on the right ventricular lead. There were no adverse health consequences to the patient.